Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a pinched main seal. It was also noted that the output connectors were broken, the display wire insulation was pinched without compromise to the insulation, the keypad was scratched, the main printed circuit board (pcb) assembly was damaged, and the battery drawer would stick. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the seal of the external pulse generator (epg) came off. The epg is expected to be returned for repair. There was no patient involvement. It was further reported that the external pulse generator (epg) was returned and subsequently tested out of specification during manufacturer¿s analysis.